Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Additionally photographs of the device were also received. The visual inspection of the returned products noted that the tops were disengaged from the shafts. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the trocar labeled "1" broke inside the "2" trocar on both devices. The second balloon was able to be salvaged and pulled out the broken piece to resolve the issue. The surgical time was extended for less than 30 minutes due to the device problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the trocar labeled "1" broke inside the "2" trocar on both devices. The second balloon was able to be salvaged and pulled out the broken piece to resolve the issue. There was no patient injury.